Event description:
While performing routine servicing, a syncardia technician reported that the freedom driver did not maintain the proper normotensive pressure values on the patient simulator.

Manufacturer narrative:
The freedom driver will be evaluated by syncardia. The results will be provided in a follow-up MDR. (B)(6) initial.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm indicating cardiac output was low enough for long enough to result in a permanent time-out. Visual inspection of external components found no abnormalities. Visual inspection of internal components found bottom right anchor boss pin-nut protruding from initial placement. Freedom driver passed all areas of functional testing during investigation. Complaint could not be replicated. No additional testing was required. Failure investigation for this complaint confirmed the reported issue but could not replicate the high left atrial pressure reading during subsequent testing. The protruding pin-nut issue is cosmetic and could not have contributed to customer complaint. The failure investigation found no evidence of a device malfunction. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
While performing routine servicing, a syncardia technician reported that the freedom driver did not maintain the proper normotensive pressure values on the patient simulator.